Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Reportedly, the pocket incision began to open and eventually the entire system was removed. No additional adverse patient effects were reported. The rv lead was not returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the pocket incision began to open and eventually the entire system was removed. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture the investigation results. If information is provided in the future, a supplemental report will be issued.